Event description:
(B)(4). Had them placed after my daughter was born in 2010. I get heavy periods and excessive blood clots and bleeding during sex. Pelvic pain headaches, really bad cramps. Low iron. I have seen two different doctors both say the same thing. That it's my weight. I can't lose weight. Have tried everything. I get so bloated looks like I'm still pregnant. My feet swell up. All my blood work comes back normal except my iron. I'm tired all the time I can't sleep at night. And when I do I don't want to get up.